Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 1627487-2019-10303. Follow up information obtained identified the patient stated at the time of the replacement the ipgs had depleted due to his stimulation settings being high energy. The patient confirm there were no complications during the procedure and all was well.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2019-10303. It was reported the patient underwent surgical intervention and had both of his scs ipgs replaced.